Event description:
The user facility (a veterinary clinic) reported that the distal portion of an i.v. Catheter was noted to be detached during removal. Reportedly, a follow-up surgery was performed in an attempt to locate the detached material. However, the veterinarian was unable to locate the detached portion of the i.v. Catheter tubing.

Manufacturer narrative:
(B) (4) - report was not associated with a human pt. Result - is based on eval of user facility info and returned sample; is based upon eval of reserve samples. Conclusions - is based on eval of user facility info and the returned sample; is based upon eval of reserve samples. The appearance of the returned sample is consistent with the catheter tubing having been compressed and partially damaged by a sharp object, such as scissors, then torn. Based on the user facility event description, the damage most likely occurred during the catheter removal process. Retention samples were examined and tested for catheter tubing retention force. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, both the user facility info and the appearance of the returned sample are consistent with the catheter having been damaged by a sharp object during the catheter removal process. There is no indication that there was any relation to a device defect or malfunction. All available info has been placed on file in quality assurance for tracking, trending, and follow up. (B) (4).